Event description:
Customer reported via phone call that the insulin pump is repeatedly alarming button error. The customer was unable to rewind and prime and the buttons were not responding. The customer changed the battery and the alarm is recurring. Blood glucose value was 114 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.